Event description:
It was reported that a capio slim device was used during a vaginal cystocele repair procedure. During the passage of the suture through the left sacrospinous ligament, the dart detached and got stuck in the ligament. The dart could not be retrieved nor located, so the dart was left in place. No patient complications were reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that a capio slim device was used during a vaginal cystocele repair procedure. During the passage of the suture through the left sacrospinous ligament, the dart detached and got stuck in the ligament. The dart could not be retrieved nor located, so the dart was left in place. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment., block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not have any visual damage/defect. Additionally, it was noted that the suture returned for analysis. During functional investigation, the carrier was able to move in and out; after deploying the carrier, the cage was able to catch the suture. Based on the information available and analysis results, the reported allegations of the dart detaching could not be confirmed through product analysis. Additionally, the reported patient symptom of unretrieved device fragment is a known risk associated with the use of a capio device, and it is noted as such in the device instructions for use. A conclusion code of cause not established was assigned to this investigation since the investigation findings did not lead to a clear conclusion about the cause of the failure, due to the dart did not return and it is impossible to recreate the problem. Additionally, after visual, microscope and functional inspections of the device, it was not possible to identify any evidence of either the alleged issue or any defect on the device.

Manufacturer narrative:
Block h11: blocks a2, d1, d4, and h4 have been updated. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that a capio slim device was used during a vaginal cystocele repair procedure. During the passage of the suture through the left sacrospinous ligament, the dart detached and got stuck in the ligament. The dart could not be retrieved nor located, so the dart was left in place. No patient complications were reported.